Event description:
It was reported by the patient that the vns had never helped with her depression and was now starting to shift around in her chest. Follow up with physician's office revealed that the vns hadn't worked for sometime, which was determined to be a reference to the reported lack of efficacy, and that the device was irritating the patient as it was moving around in her chest. The patient wanted the vns removed. The patient was scheduled for vns explantation surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent surgery to have their device explanted.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up with the physician's office revealed that the surgery was for the patient's comfort.